Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported that the keypad of the insulin pump was non-responsive. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.